Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they were still working on finding the correct setting in response to being asked what the circumstances were that led to the lack of effect/leakage. The patient noted that a manufacturer representative (rep) suggested trying different programs as a step to resolve the lack of effect/leakage. The patient noted that they were still working on that too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient experienced a loss or change in therapy. The patient reported that it seemed like when she did the trial it was perfect and the response was great. The patient stated that the implant did not feel like it was even working. The patient noted that her bladder was still leaking like it did before. The patient raised stimulation up as far as 3.4v, where she could feel stimulation at the base of her vagina, but it was still not working. The patient noted that she did feel stimulation and confirmed that therapy was on using the patient programmer (pp). The patient was currently on program 4 at 3.4v. The patient denied any trauma or falls which may have affected the device or therapy. The patient noted that she felt stimulation in the correct area and changed to program 1 at 1.3v. The patient noted that she felt comfortable stimulation and was reviewed that it takes time for the body to respond to therapy. The patient was told to monitor her symptoms for a couple days and if all her other programs did not help to contact the healthcare professional (hcp) for reprogramming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's trial worked perfectly. However, once the permanent implant was put in, it wasn't as good. At the time of the report, it was getting worse and they were getting up one to two times in an hour. This started about a month prior to the report, in (B)(6) 2017. They want to try changing programs, but couldn't remember how. They already tried increasing the stimulation, even to the point of it being uncomfortable, but it didn't have success. They weren't seeing any other programs available, other than the one they were using at the time of the report. They confirmed that they went back to the hcp after they got a replacement pp and thought they had access to all four programs. They were redirected to the hcp to discuss having the other three programs added back. There were no further complications reported or anticipated.